Event description:
It was reported that a preloaded multifocal toric intraocular lens (iol) was explanted from a patient's operative eye due to the patient's inability to adjust to the lens and dissatisfaction with their vision. It was confirmed that the surgical team did not retain the explanted lens, leaving no product available for return. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section b3: date of event: exact date unknown/not provided. Best estimate date is between 3/19/2025-3/25/2026. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.